Event description:
A us distributor reported that a battery was unable to charge.

Manufacturer narrative:
Device evaluation of battery 86464943 has been completed. The reported problem (won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a bent connector j2 pin 1. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged battery.